Event description:
The customer reported two discrepant troponin I (access accutni) results, one above the acute myocardial infarction (ami) limit and one within the risk stratification range, for two patients, involving the access 2 immunoassay system used in conjunction with the access accutni assay and calibrator. The customer also indicated multiple wash valve pump motion errors were present. Initial results of 0.87 ng/ml and 0.08 were obtained for each patient, respectively. The samples were reanalyzed on an alternate instrument and recovered lower results of <0.01 ng/ml, within the normal reference range, for both patients. Both original results were auto-validated and released from the laboratory; amended reports were issued to the hospital. There was no report of patient consequence or change in patient treatment associated with this event. The patients¿ samples were collected in lithium heparin plasma tubes and centrifuged at 3,000 rpm (rotations per minute) for ten minutes, at room temperature. Quality control (qc) was within specifications at the time of the event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) determined the issue was the wash valve rotor. The fse repaired the wash valve rotor, cleaned the rotor and stator, reinstalled the cap, and primed the system. System check, high sensitivity (hs) system check, and quality control (qc) passed within specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was in normal operation.